Event description:
It was reported through a worn instrument return form that a shim was missing a ball bearing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The provisional shim shows signs of repeated use and has one or both ball bearings disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.